Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead exhibited varying impedances over multiple remeasurements. Additionally, some atrial high rate episodes were seen that were thought to include noise. Closer monitoring of the lead was recommended. The lead remains in use. No patient complications have been reported as a result of this event.